Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Concomitant medical products: d284vrc-ICD, (B)(6) 2010, 694765-lead, (B)(6) 2010. Other devices involved in this event: heartware ventricular assist system ¿ battery. Battery / (B)(4) model #: 1650 / expiration date: 2016-10-31. UDI #: (B)(4). Mfg date: 2015-10-31. (B)(4). Heartware ventricular assist system ¿ battery. Battery / (B)(4)/ model #: 1650 / expiration date: 2016-09-30. UDI #: (B)(4). Mfg date: 2015-09-30. (B)(4). Heartware ventricular assist system ¿ battery. Battery / (B)(4)/ model #: 1650 / expiration date: 2016-10-31. UDI #: (B)(4). Mfg date: 2015-10-31. (B)(4). Heartware ventricular assist system ¿ battery. Battery / (B)(4)/ model #: 1650 / expiration date: 2016-08-31. UDI #: (B)(4). Mfg date: 2015-08-31. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced critical battery alarms while at home while their batteries had a charge greater than twenty-five percent. After the patient came into the clinic, the site observed that the patient was experiencing power switching as well as two pump stops that had occurred. All devices have been exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Initial MDR aware date. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: one controller was returned; while the four batteries were not returned for evaluation. Failure analysis of the returned controller revealed that the unit passed visual inspection and functional testing. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving batteries (B)(4), as well as several momentary disconnections that did not lead to power switching involving (B)(4). Momentary disconnection will result in an audible tone or "beep." Analysis of the alarm log file revealed three critical battery alarms due to communication errors involving (B)(4). Review of the event log file revealed five controller power up events and associated motor start events, indicating losses of power to the controller and resulting pump stops, logged on 16apr2018 at 21:47:22, 18apr2018 at 17:05:38, 19apr2018 at 23:42:33, 08may2018 at 18:36:23, and 13may2018 at 15:31:10. The controller was without power for thirteen seconds, nine seconds, twelve seconds, nine seconds and ten seconds; respectively. As a result, the reported power switching, beeping, critical battery alarm, and pump stop events were confirmed. The most likely root cause of the premature power switching and beeping events can be attributed to momentary disconnections between the controller and batteries. The most likely root cause of the critical battery alarm event can be attributed to communication errors between the controller and battery. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on both power sources. An internal investigation has been opened to evaluate controllers losing power and implement corrective actions as required. An internal investigation has been opened to evaluate momentary disconnections and implement corrective actions as required. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrections: a1, b5, d10, h10 product event summary: the controller was returned for evaluation. Five (5) (B)(6) ) were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller revealed that the unit passed visual inspection and functional testing. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several power switching events due to momentary disconnections involving (B)(6) as well as one (1) premature power switching event due to a communication error involving (B)(6) within the analyzed period. Additionally, log file analysis revealed several instances of momentary disconnections involving (B)(6) which did not lead to power switching. Momentary disconnection will result in audible tone or "beep." Data log files also revealed multiple instances involv ing (B)(6) where the batteries¿ relative state of charge (rsoc) was between 101-201, which are indicative of communication errors. Analysis of the alarm log files revealed three (3) critical battery alarms logged due to communication e rrors involving (B)(6) . Review of the event log files revealed five (5) controller power-up events logged within the analyzed period on (B)(6) 2018 at 21:47:22, (B)(6) 2018 at 17:05:38, (B)(6) 2018 at 23:42:33, (B)(6) 2018 at 18:36:23, and (B)(6) 2018 at 15:31:10; respectively. Several momentary disconnections were observed leading up to the losses of power. The controller was without power for 13 seconds, 9 seconds, 12 seconds, 9 seconds, and 10 seconds; respectively. As a result, the reported events were confirmed. A power source lubrication procedure was performed on (B)(6) on (B)(6) 2018 to mitigate the reported conditions. There is no evidence of power source lubrication performed on (B)(6) . The most likely root cause of the premature power switching events can be attributed to momentary disconnections and communication errors between the controller and batteries. However, the most likely root cause of the reported "beeping" can be attributed to momentary disconnections between the controller and batteries. The most likely root cause of the critical battery alarms can be attributed to communication errors between the controller and battery. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Possible root causes of the reported communication errors can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. An internal investigation was initiated to capture events involving the controller losing power. An internal investigation evaluated momentary disconnections. Additional products: d4: serial #: (B)(6) h3: yes h6: FDA conclusion code(s): 4307 d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 31-oct-2016 / serial #: (B)(6) UDI #: (B)(4) d10: no h3: yes h4: mfg date: 31-oct-2015 h5: no h6: patient code(s): c76143 h6: device code(s): c63030 h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12, 4307 this event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Log file review indicated that two of the batteries also had a communication error. Another battery also had a communication error and remains in use.